Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect hcv ag results on three patients. The results provided were: on (B)(6) 2021 initial = (B)(6) /repeated on another analyzer= (B)(6) (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting services including the replacement of arc pump body 100microl (rohs) (ln 96163-102-d15-r) which resolved the issue. A review of the architect I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the arc pump body 100microl (rohs) (ln 96163-102-d15-r). A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentration and erratic sample results. The architect service manual contained adequate information for the troubleshooting, removal, replacement and verification of the arc pump body 100microl (rohs) (ln 96163-102-d15-r). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect I serial number (B)(6), or the arc pump body 100microl (rohs) (ln 96163-102-d15-r).